Manufacturer narrative:
(B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, had electrical control unit damaged, and the motor was worn. It was noted that the sticky speed trigger test could not be performed because the device was not running and it could not be tested if the device stopped immediately. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watt, check the oscillation/forward/reverse mode function and check for sticky speed trigger. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.